Manufacturer narrative:
Section d4: catalog number corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there no adverse events occurred to the patient as a result of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag pump was used on 16feb2025 and was very hard to insert fully despite the customer being very experienced with using the centrimag system. It was attempted a second time by the regional clinical & sales manager and it was again found to be challenging to insert into the centrimag motor. The centrimag pump was to be returned. The pump was used on a patient but the patient's information was unknown. The serial number of the centrimag motor was either (B)(6). The customer was frantically trying to insert the pump so they did not manage to note which motor was used. The pump was inserted as hard as they could and eventually they were able to use it. The pump head was not replaced. The motor would not be returned but the pump would be. After several days the patient did not require the pump anymore and the pump was removed and returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the centrimag pump confirmed evidence of a non-fit between the pump and utilized motor. Although a specific cause for the non-fit could not be conclusively determined, evidence of a pump manufacturing issue was confirmed which could have caused or contributed to the issue. The centrimag blood pump, lot number l08217-la7, was returned with a short piece of tubing connected to the inlet and outlet ports. No depositions or thrombus formations were noted within the pump or tubing. The inlet and outlet ports showed no evidence of damage. Examination of the housing revealed scrape marks along the top side of the external bottom housing, near the set screw recesses. No impressions were observed next to the set screw recesses on the periphery of the pump to suggest that the pump was incorrectly inserted into the motor. The rotor blades, base, and well were examined, which revealed no evidence of abrasion or other damage. The centrimag pump was forwarded to abbott research and development for investigation of its fit. Scratch/abrasion marks were found that were indicative of a mis-fit between the pump thickness and motor gap width. The potential contribution of the involved motor to the fit issue remains inconclusive since the unit was not sent back by the customer. The evaluation also confirmed evidence of a pump vendor manufacturing issue relevant to pump fit. Additionally, a non-fit was able to be replicated in a fit test with a random motor. A corrective action and preventative action (CAPA) has been opened to address this and related events. Review of the device history record (DHR) for the centrimag blood pump, lot number l08217-la7, revealed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. A) is currently available and provides the following warnings and cautions: IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #9: ensure the centrimag vad is properly locked into the motor per the directions for use supplied with the motor. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The section titled ¿blood pump setup and operation¿ instructs to inspect the complete system; do not use a malfunctioning or damaged system. This section also provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the centrimag vad on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The centrimag vad must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag vad must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.